Manufacturer narrative:
The end-part of the catheter (the external part from the patient)detached. No serious injury or death was indicated. The broken catheter was surgically removed from the patient and replaced. The only intervention was the replacement of the catheter with a new one. A review of he batch documentation, which included device history records and inspection reports, showed that the affected catheter assembly was manufactured according to specifications nad documented work procedures. The complaint sample was received by the us argon plant but has not been received by the yishun argon plant for analysis. The report will be updated with the results of the analysis of the returned sample. The cause for the complaint described above has not presently been determined.

Event description:
Distal part of the PICC has been detached from the catheter. The device has been removed surgically from the patient.

Manufacturer narrative:
The end-part of the catheter (the external part from the patient) detached. No serious injury or death was indicated. The broken catheter was surgically removed from the patient and replaced. The only intervention was the replacement of the catheter with a new one. The complaint sample was recently received and is currently in the sterilizer. It will be returned to our (B)(4) plant for analysis. The report will be updated with the results of the analysis of the returned sample. The cause for the complaint described above has not presently been determined.

Event description:
Distal part of the PICC has been detached from the catheter. The device has been removed surgically from the patient.

Manufacturer narrative:
The end part of the catheter (the external part from the patient) detached. No serious injury or death was indicated. The broken catheter was removed from the patient and replaced. The only intervention was the replacement of the catheter with a new one. A review of the batch documentations which included the device history records and inspection reports showed that the affected catheter assembly was manufactured according to specifications and documented work procedures. One (1) used 5fr first PICC catheter was received. Visual examination was conducted on the used device showed that the single lumen silicon catheter tube was cut at both ends (at 35cm marking and near the ocm marking) upon receipt. The junction molded silicon was not returned for investigation. The edges of the cut tubing ends were smooth indicating that the broken catheter was unlikely caused by a material defects or being stretched until snapped off. Any damaged tubing would most likely be detected during the visual inspection and/or functional testing process it is probable that the defect occurred outside the manufacturing plant and during product handling during the use of the product.

Event description:
Distal part of the PICC has been detached from the catheter. The device has been removed surgically from the patient.